Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint and the serial number has been deemed invalid during extended investigation.. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device (adc). The further reports electric shock while charging with a non-adc charging cable and adapter. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and observed evidence of burn marks within the usb port. An extended investigation was performed. A visual inspection was performed on the returned reader. Reader did not charge and melted usb port was observed. The reader could not be charged. Reader was failed to connect to software; hence the reader log could not be obtained. The reader was de cased to measure the battery voltage and tried to power on. Burn marks were observed on and around the usb port and the u5 chip. Battery was measured to be within specification. The returned battery was replaced with a known good battery and the reader failed to power on. The reader was placed in a reader fixture to attempt to download the log, the reader failed to power on or connect to software and log could not be obtained. The damage on the usb port prevented the reader from powering on or connecting to software to obtain the reader log. This might be due to inserting an unauthorized object into the usb port, shorting the pins and creating irreversible damage to the u5 and reader. The issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device (adc). The further reports electric shock while charging with a non-adc charging cable and adapter. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.